Manufacturer narrative:
Product has been reviewed and the complaint was confirmed that the manometer was sticky and would get stuck at 0 and 15/20 cmh2o. Sticky/stuck manometer has been requested to be added to the risk assessment. This would have significant risk as peep/pip is unable to be set.

Event description:
The customer allege the "sticky manometer." Their was no patient harm and other details were provided.